Event description:
Boston scientific crm received information that this lead was implanted and it was observed that there was no suture sleeve located on the lead. The physician used a suture sleeve from a lead stabilizer kit and everything was fine.

Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated.